Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('isolated fragment of left essure at x-ray') and fallopian tube perforation ('one of the essures, in the right tube, protrudes through the tube to the outside') in a 32-year-old female patient who had essure (batch no. 936678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient is discharged after essure placement and does not return to the hospital's gynecology service until 11-april -2016". The patient's medical history included amenorrhoea in 2010, nontoxic multinodular goitre (stable 12 mm thyroid nodule in right thyroid lobe, cytology results benign, normal thyroid function, no treatment required, control recommended in 2-3 years according to the clinical situation) in 2008, menarche (13 years-old) in 1993, eczema (upon contact with costume jewelry for many years), smoker (20 cigarettes/day), parity 2 (eutocic deliveries) and multigravida. No relevant past medical-surgery history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2011. Concurrent conditions included mammoplasty (augmentation) since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have acrochordon ("pendulum fibroma"), 8 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced headache ("headaches") and vertigo positional ("benign paroxysmal positional vertigo"). On (B)(6) 2014, the patient experienced breast tenderness ("painful to the touch in upper outer quadrant left breast"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2016, the patient experienced patellofemoral pain syndrome ("chondromalacia patellae / gonalgia"). On (B)(6) 2016, the patient experienced gastroenteritis ("non-specific infectious gastroenteritis"). On (B)(6) 2017, the patient experienced tinea versicolour ("pityriasis versicolor (tinea versicolor)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("abdominal pain/ intermittent pain in hypogastrium"). In (B)(6) 2019, the patient experienced renal pain ("intermittent pain in the renal fossae"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced allergy to metals ("nickel sulphate allergy diagnosed"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("very little vaginal bleeding after essure removal") and procedural pain ("acute post-surgical pain / pain with good control"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), amenorrhoea ("amenorrhoea"), salpingitis ("tubes with isolated focal subepithelial chronic inflammatory infiltrates"), adnexa uteri cyst ("left paratubal cyst"), cervical cyst ("naboth cysts"), swelling ("swelling"), chest pain ("chest pain") and dizziness ("dizziness") and was found to have intraductal papilloma of breast ("papilloma on her left breast removal") with breast mass, galactorrhoea and breast discharge. The patient was hospitalized from (B)(6) 2019. The patient was treated with betahistine, diazepam (diazepan), naproxen sodium (naprox), omeprazole and surgery (essure removal via total hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019 and removal in 2019). Essure was removed on (B)(6) 2019. In 2019, the intraductal papilloma of breast had resolved. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, allergy to metals, hypersensitivity, abdominal pain lower, amenorrhoea, headache, salpingitis, adnexa uteri cyst, cervical cyst, swelling, breast tenderness, renal pain, chest pain, dizziness, acrochordon, dyspepsia, respiratory tract infection, patellofemoral pain syndrome, gastroenteritis, tinea versicolour and vertigo positional outcome was unknown and the post procedural haemorrhage and procedural pain had resolved. The reporter considered abdominal pain lower, acrochordon, adnexa uteri cyst, allergy to metals, amenorrhoea, breast tenderness, cervical cyst, chest pain, device breakage, dizziness, dyspepsia, fallopian tube perforation, gastroenteritis, headache, hypersensitivity, intraductal papilloma of breast, patellofemoral pain syndrome, pelvic pain, post procedural haemorrhage, procedural pain, renal pain, respiratory tract infection, salpingitis, swelling, tinea versicolour and vertigo positional to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepant information: essure insertion: 2012 or (B)(6) 2013 or (B)(6) 2013. Post removal surgery evolution: satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive for nickel sulfate at 48h (++) and 96 h (+++); negative for the rest of the tested materials. Gynaecological examination - on (B)(6) 2014: breast lump, elastic consistency nodules are palpated, do not appear adhered, somewhat painful to the touch in upper outer quadrant left breast; on (B)(6) 2019: normal external genitalia and vagina, well epithelized cervix, not painful on mobilization. Not palpable pathology in uterus and ovaries. Imaging procedure - on (B)(6) 2016: essure perfectly in place. Laparoscopy - on (B)(6) 2019: normal uterus and ovaries. Rest of pelvic and abdominal cavity without findings. Pathology test - on (B)(6) 2019: a total hysterectomy specimen weighing 69.3 g and measuring 7.7 x 4.5 x 3.3 cm is received, with a cervix 3.5 x 2.9 cm, and a 1.2 cm ovoid external cervical os. It accompanies a 7 cm right tube and a 6.5 cm left tube. It has a flared external surface. Upon opening, a 0.2 cm endometrium is identified. 3 essures are extracted, 2 from the right side and 1 from the left side. To be able to extract them it is necessary to fragment them. One of the essures, in the right tube, protrudes through the tube to the outside. They are separated in a separate container. Representative samples are taken and included as follows: 1.- right tube, 2.- left tube, 3.- posterior endometrium, 4.- posterior isthmus, 5.- posterior cervix, 6.- anterior endometrium, 7.- anterior isthmus, 8.- anterior cervix. Microscopic description: the included cuts of the tubes do not show significant histological changes, except for isolated focal subepithelial chronic inflammatory infiltrates. Artifacted areas are observed at the level of the fimbriae of the right tube by cautery. A left paratubal cyst is identified. Late proliferative endometrium. Myometrium without significant injury. Cervix with glandular cystic dilations, without other significant histological alterations. Diagnosis: hysterectomy + bilateral salpingectomy: isolated foci: chronic tubal inflammatory disease. Left paratubal cyst. Late proliferative endometrium. Nabothian cysts. Scan - on (B)(6) 2014: no significant ultrasound findings. An ultrasound of both breasts is performed, no solid or cystic nodules are currently observed. Smear cervix - in 2017: negative. Ultrasound breast - on (B)(6) 2014: no solid or cystic nodules currently observed; on (B)(6) 2019: suspected malignancy: false -type request le: diagnostic -projection le: not informed -le laterality: both -reason scan le: bilateral nipple discharge bilateral nipple discharge in a non-lactating woman. No fever. Axillary or supraclavicular lymphadenopathy not palpated. No breast nodules. Patient has breast implants -ID pic origin le: (B)(6) -card: consultation/first technique - ultrasound scan of both breasts is performed with a high-frequency linear probe. Normally positioned prosthetic breasts without signs of rupture: a homogeneous distribution of fibro glandular tissue showing some micronodules, probably millimetric cysts (3.5 mm inferior-external quadrant of the left breast and 5 mm superinternal quadrant of the left breast). There are no other solid or cystic nodules, no areas of poor echo transmission or parenchymal distortion. No lymphadenopathy. Some axillary millimetric and morphologically normal ganglia are found. Radiological diagnosis: birads-2. Ultrasound scan - on (B)(6) 2019: left essure clearly seen at the level of the horn. Right essure is seen at the level of the right horn without seeing its uterine component, 30 mm normal right annex, 28 mm normal left annex. Annexes description: left ovary: scan shows 29x27 mm haemorrhagic corpus luteum. X-ray of pelvis and hip - on (B)(6) 2019: pelvic x-ray scan (2 projections): essure device is observed in the pelvic cavity. Both essures are observed. Isolated fragment of left essure next to it. Lot number: 936678 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('isolated fragment of left essure at x-ray') and fallopian tube perforation ('one of the essures, in the right tube, protrudes through the tube to the outside') in a 32-year-old female patient who had essure (batch no. 936678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient is discharged after essure placement and does not return to the hospital's gynecology service until 11-april -2016". The patient's medical history included amenorrhoea in 2010, nontoxic multinodular goitre (stable 12 mm thyroid nodule in right thyroid lobe, cytology results benign, normal thyroid function, no treatment required, control recommended in 2-3 years according to the clinical situation) in 2008, menarche (13 years-old) in 1993, eczema (upon contact with costume jewelry for many years), smoker (20 cigarettes/day), parity 2 (eutocic deliveries) and multigravida. No relevant past medical-surgery history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2011. Concurrent conditions included mammoplasty (augmentation) since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have acrochordon ("pendulum fibroma"), 8 months 3 days after insertion of essure. On (B)(6)2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced headache ("headaches") and vertigo positional ("benign paroxysmal positional vertigo"). On (B)(6) 2014, the patient experienced breast pain ("painful to the touch in upper outer quadrant left breast"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2016, the patient experienced patellofemoral pain syndrome ("chondromalacia patellae / gonalgia"). On (B)(6) 2016, the patient experienced gastroenteritis ("non-specific infectious gastroenteritis"). On (B)(6) 2017, the patient experienced tinea versicolour ("pityriasis versicolor (tinea versicolor)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("abdominal pain/ intermittent pain in hypogastrium"). In (B)(6) 2019, the patient experienced renal pain ("intermittent pain in the renal fossae"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced allergy to metals ("nickel sulphate allergy diagnosed"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("very little vaginal bleeding after essure removal") and procedural pain ("acute post-surgical pain / pain with good control"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), amenorrhoea ("amenorrhoea"), salpingitis ("tubes with isolated focal subepithelial chronic inflammatory infiltrates"), fallopian tube cyst ("left paratubal cyst"), cervical cyst ("naboth cysts"), swelling ("swelling"), chest pain ("chest pain") and dizziness ("dizziness") and was found to have intraductal papilloma of breast ("papilloma on her left breast removal") with breast mass, galactorrhoea and breast discharge. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with betahistine, diazepam (diazepan), naproxen sodium (naprox), omeprazole and surgery (essure removal via total hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019 and removal in 2019). Essure was removed on (B)(6) 2019. In 2019, the intraductal papilloma of breast had resolved. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, allergy to metals, hypersensitivity, abdominal pain lower, amenorrhoea, headache, salpingitis, fallopian tube cyst, cervical cyst, swelling, breast pain, renal pain, chest pain, dizziness, acrochordon, dyspepsia, respiratory tract infection, patellofemoral pain syndrome, gastroenteritis, tinea versicolour and vertigo positional outcome was unknown and the post procedural haemorrhage and procedural pain had resolved. The reporter considered abdominal pain lower, acrochordon, allergy to metals, amenorrhoea, breast pain, cervical cyst, chest pain, device breakage, dizziness, dyspepsia, fallopian tube cyst, fallopian tube perforation, gastroenteritis, headache, hypersensitivity, intraductal papilloma of breast, patellofemoral pain syndrome, pelvic pain, post procedural haemorrhage, procedural pain, renal pain, respiratory tract infection, salpingitis, swelling, tinea versicolour and vertigo positional to be related to essure. The reporter commented: discrepant information: essure insertion: 2012 or (B)(6) 2013 or (B)(6) 2013. Post removal surgery evolution: satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on -(B)(6) 2019: positive for nickel sulfate at 48h (++) and 96 h (+++); negative for the rest of the tested materials. Gynaecological examination - on (B)(6) 2014: breast lump, elastic consistency nodules are palpated, do not appear adhered, somewhat painful to the touch in upper outer quadrant left breast; on (B)(6) 2019: normal external genitalia and vagina, well epithelized cervix, not painful on mobilization. Not palpable pathology in uterus and ovaries. Imaging procedure - on (B)(6) 2016: essure perfectly in place. Laparoscopy - on (B)(6) 2019: normal uterus and ovaries. Rest of pelvic and abdominal cavity without findings. Pathology test - on (B)(6) 2019: a total hysterectomy specimen weighing 69.3 g and measuring 7.7 x 4.5 x 3.3 cm is received, with a cervix 3.5 x 2.9 cm, and a 1.2 cm ovoid external cervical os. It accompanies a 7 cm right tube and a 6.5 cm left tube. It has a flared external surface. Upon opening, a 0.2 cm endometrium is identified. 3 essures are extracted, 2 from the right side and 1 from the left side. To be able to extract them it is necessary to fragment them. One of the essures, in the right tube, protrudes through the tube to the outside. They are separated in a separate container. Representative samples are taken and included as follows: 1.- right tube, 2.- left tube, 3.- posterior endometrium, 4.- posterior isthmus, 5.- posterior cervix, 6.- anterior endometrium, 7.- anterior isthmus, 8.- anterior cervix. Microscopic description: the included cuts of the tubes do not show significant histological changes, except for isolated focal subepithelial chronic inflammatory infiltrates. Artifacted areas are observed at the level of the fimbriae of the right tube by cautery. A left paratubal cyst is identified. Late proliferative endometrium. Myometrium without significant injury. Cervix with glandular cystic dilations, without other significant histological alterations. Diagnosis: hysterectomy + bilateral salpingectomy: isolated foci: chronic tubal inflammatory disease. Left paratubal cyst. Late proliferative endometrium. Nabothian cysts. Scan - on (B)(6) 2014: no significant ultrasound findings. An ultrasound of both breasts is performed, no solid or cystic nodules are currently observed. Smear cervix - in 2017: negative. Ultrasound breast - on (B)(6) 2014: no solid or cystic nodules currently observed; on (B)(6)2019: suspected malignancy: false -type request le: diagnostic -projection le: not informed -le laterality: both -reason scan le: bilateral nipple discharge bilateral nipple discharge in a non-lactating woman. No fever. Axillary or supraclavicular lymphadenopathy not palpated. No breast nodules. Patient has breast implants -ID pic origin le: (B)(4) -card: consultation/first technique - ultrasound scan of both breasts is performed with a high-frequency linear probe. Normally positioned prosthetic breasts without signs of rupture: a homogeneous distribution of fibro glandular tissue showing some micronodules, probably millimetric cysts (3.5 mm inferior-external quadrant of the left breast and 5 mm superinternal quadrant of the left breast). There are no other solid or cystic nodules, no areas of poor echo transmission or parenchymal distortion. No lymphadenopathy. Some axillary millimetric and morphologically normal ganglia are found. Radiological diagnosis: birads-2. Ultrasound scan - on (B)(6) 2019: left essure clearly seen at the level of the horn. Right essure is seen at the level of the right horn without seeing its uterine component, 30 mm normal right annex, 28 mm normal left annex. Annexes description: left ovary: scan shows 29x27 mm haemorrhagic corpus luteum. X-ray of pelvis and hip - on (B)(6) 2019: pelvic x-ray scan (2 projections): essure device is observed in the pelvic cavity. Both essures are observed. Isolated fragment of left essure next to it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: the following information was updated: medical history, lab data, essure lot number, other treatment products, device monitoring procedure not performed, hypogastric pain, renal pain, breast pain female, post procedural bleeding, postoperative pain, fallopian tube cyst, chronic salpingitis, nabothian cyst, onset date chondromalacia of patella, nickel sensitivity we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('isolated fragment of left essure at x-ray') and fallopian tube perforation ('one of the essures, in the right tube, protrudes through the tube to the outside') in a 32-year-old female patient who had essure (batch no. 936678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient is discharged after essure placement and does not return to the hospital's gynecology service until (B)(6) 2016". The patient's medical history included amenorrhoea in 2010, nontoxic multinodular goitre (stable 12 mm thyroid nodule in right thyroid lobe, cytology results benign, normal thyroid function, no treatment required, control recommended in 2-3 years according to the clinical situation) in 2008, parity 2 (eutocic deliveries) from 2008 to (B)(6) 2011, menarche (13 years-old) in 1993, eczema (upon contact with costume jewelry for many years), smoker (20 cigarettes/day), multigravida and covid-19 respiratory infection (likely covid as patient had dry cough, headache and dysthermia). No relevant past medical-surgery history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2011. Concurrent conditions included mammoplasty (augmentation) since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have acrochordon ("pendulum fibroma"), 8 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced headache ("headaches") and vertigo positional ("benign paroxysmal positional vertigo"). On (B)(6) 2014, the patient experienced breast tenderness ("painful to the touch in upper outer quadrant left breast"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2016, the patient experienced patellofemoral pain syndrome ("chondromalacia patellae / gonalgia"). On (B)(6) 2016, the patient experienced gastroenteritis ("non-specific infectious gastroenteritis"). On (B)(6) 2017, the patient experienced tinea versicolour ("pityriasis versicolor (tinea versicolor)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("abdominal pain/ intermittent pain in hypogastrium"). In january 2019, the patient experienced renal pain ("intermittent pain in the renal fossae"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced allergy to metals ("nickel sulphate allergy diagnosed"). On (B)(6) 2019, the patient experienced breast discharge ("bilateral greenish lalorrhea"). On (B)(6) 2019, the patient experienced breast pain ("bilateral mastalgia"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("very little vaginal bleeding after essure removal") and procedural pain ("acute post-surgical pain / pain with good control"). On (B)(6) 2020, the patient experienced abdominal distension ("abdominal distention"). On (B)(6) 2021, the patient experienced anal fissure ("chronic anal fissure"), umbilical hernia ("infraumbilical eventration and umbilical hernia") and haemorrhoids ("haemorrhoids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), amenorrhoea ("amenorrhoea"), salpingitis ("tubes with isolated focal subepithelial chronic inflammatory infiltrates"), adnexa uteri cyst ("left paratubal cyst"), cervical cyst ("naboth cysts"), swelling ("swelling"), chest pain ("chest pain") and dizziness ("dizziness") and was found to have intraductal papilloma of breast ("papilloma on her left breast removal") with breast mass, galactorrhoea and breast discharge. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with betahistine, diazepam (diazepan), metamizole magnesium (nolotil), naproxen sodium (naprox), omeprazole, paracetamol and surgery (essure removal via total hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019, milligan-morgan haemorrhoidectomy (×2) + associated right lateral sphincterectomy, rives hernia repair technique and removal in 2019). Essure was removed on (B)(6) 2019. In 2019, the intraductal papilloma of breast had resolved. On (B)(6) 2021, the anal fissure, umbilical hernia and haemorrhoids was resolving. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, allergy to metals, hypersensitivity, abdominal pain lower, amenorrhoea, headache, salpingitis, adnexa uteri cyst, cervical cyst, swelling, breast tenderness, renal pain, chest pain, dizziness, acrochordon, dyspepsia, respiratory tract infection, patellofemoral pain syndrome, gastroenteritis, tinea versicolour, vertigo positional, breast discharge, breast pain and abdominal distension outcome was unknown and the post procedural haemorrhage and procedural pain had resolved. The reporter provided no causality assessment for abdominal distension, anal fissure, breast discharge, breast pain, haemorrhoids and umbilical hernia with essure. The reporter considered abdominal pain lower, acrochordon, adnexa uteri cyst, allergy to metals, amenorrhoea, breast tenderness, cervical cyst, chest pain, device breakage, dizziness, dyspepsia, fallopian tube perforation, gastroenteritis, headache, hypersensitivity, intraductal papilloma of breast, patellofemoral pain syndrome, pelvic pain, post procedural haemorrhage, procedural pain, renal pain, respiratory tract infection, salpingitis, swelling, tinea versicolour and vertigo positional to be related to essure. The reporter commented: discrepant information: essure insertion: 2012 or (B)(6) 2013 or (B)(6) 2013. Post removal surgery evolution: satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive for nickel sulfate at 48h (++) and 96 h (+++); negative for the rest of the tested materials. Gynaecological examination - on (B)(6) 2014: breast lump, elastic consistency nodules are palpated, do not appear adhered, somewhat painful to the touch in upper outer quadrant left breast; on (B)(6) 2019: normal external genitalia and vagina, well epithelized cervix, not painful on mobilization. Not palpable pathology in uterus and ovaries. Imaging procedure - on (B)(6) 2016: essure perfectly in place. Laparoscopy - on (B)(6) 2019: normal uterus and ovaries. Rest of pelvic and abdominal cavity without findings. Pathology test - on (B)(6) 2019: a total hysterectomy specimen weighing 69.3 g and measuring 7.7 x 4.5 x 3.3 cm is received, with a cervix 3.5 x 2.9 cm, and a 1.2 cm ovoid external cervical os. It accompanies a 7 cm right tube and a 6.5 cm left tube. It has a flared external surface. Upon opening, a 0.2 cm endometrium is identified. 3 essures are extracted, 2 from the right side and 1 from the left side. To be able to extract them it is necessary to fragment them. One of the essures, in the right tube, protrudes through the tube to the outside. They are separated in a separate container. Representative samples are taken and included as follows: 1.- right tube, 2.- left tube, 3.- posterior endometrium, 4.- posterior isthmus, 5.- posterior cervix, 6.- anterior endometrium, 7.- anterior isthmus, 8.- anterior cervix. Microscopic description: the included cuts of the tubes do not show significant histological changes, except for isolated focal subepithelial chronic inflammatory infiltrates. Artifacted areas are observed at the level of the fimbriae of the right tube by cautery. A left paratubal cyst is identified. Late proliferative endometrium. Myometrium without significant injury. Cervix with glandular cystic dilations, without other significant histological alterations. Diagnosis: hysterectomy + bilateral salpingectomy: isolated foci: chronic tubal inflammatory disease. Left paratubal cyst. Late proliferative endometrium. Nabothian cysts. Scan - on (B)(6) 2014: no significant ultrasound findings. An ultrasound of both breasts is performed, no solid or cystic nodules are currently observed. Smear cervix - in 2017: negative. Ultrasound breast - on (B)(6) 2014: no solid or cystic nodules currently observed; on (B)(6) 2019: suspected malignancy: false -type request le: diagnostic -projection le: not informed -le laterality: both -reason scan le: bilateral nipple discharge bilateral nipple discharge in a non-lactating woman. No fever. Axillary or supraclavicular lymphadenopathy not palpated. No breast nodules. Patient has breast implants -ID pic origin le: 111227502 -card: consultation/first technique - ultrasound scan of both breasts is performed with a high-frequency linear probe. Normally positioned prosthetic breasts without signs of rupture: a homogeneous distribution of fibro glandular tissue showing some micronodules, probably millimetric cysts (3.5 mm inferior-external quadrant of the left breast and 5 mm supernatural quadrant of the left breast). There are no other solid or cystic nodules, no areas of poor echo transmission or parenchymal distortion. No lymphadenopathy. Some axillary millimetric and morphologically normal ganglia are found. Radiological diagnosis: brads-2. Ultrasound scan - on (B)(6) 2019: left essure clearly seen at the level of the horn. Right essure is seen at the level of the right horn without seeing its uterine component, 30 mm normal right annex, 28 mm normal left annex. Annexes description: left ovary: scan shows 29x27 mm haemorrhagic corpus luteum. X-ray of pelvis and hip - on (B)(6) 2019: pelvic x-ray scan (2 projections): essure device is observed in the pelvic cavity. Both essures are observed. Isolated fragment of left essure next to it. Lot number: 936678 manufacture date: 2012-01 expiration date: 2015-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: adverse events "bilateral greenish telorrhea"; "bilateral mastalgia"; "haemorrhoids"; "chronic anal fissure"; "infraumbilical eventration and umbilical hernia"; "abdominal distention" added; lab data updated; we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('isolated fragment of left essure at x-ray'), device dislocation ('essure device observed in pelvic cavity') and intraductal papilloma of breast ('papilloma on her left breast removal') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea on (B)(6) 2010, nontoxic multinodular goitre in 2008, eczema (upon contact with costume jewelry for many years), thyroid nodule (cytology results are benign. Normal thyroid function. Treatment: patient does not require treatment by us. Review of thyroid function will continue with primary care doctor. Consider performing a new ultrasound control in 2-3 years according to the clinical situation), smoker (20 cigarettes/day), parity 2 (eutocic deliveries) and multigravida. No relevant past medical-surgery history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2011. Concurrent conditions included mammoplasty since 2014. In 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced amenorrhoea ("amenorrhoea / secondary amenorrhoea"). On (B)(6) 2013, the patient was found to have acrochordon ("pendulum fibroma"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced headache ("headaches") and vertigo positional ("benign paroxysmal positional vertigo"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2016, the patient experienced gastroenteritis ("non-specific infectious gastroenteritis"). On (B)(6) 2017, the patient experienced tinea versicolour ("pityriasis versicolor (tinea versicolor)"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("nickel sulphate allergy"), hypersensitivity ("allergic reaction"), swelling ("swelling"), chest pain ("chest pain"), dizziness ("dizziness"), patellofemoral pain syndrome ("chondromalacia patellae") and procedural pain ("acute post-surgical pain") and was found to have intraductal papilloma of breast (seriousness criterion medically significant) with breast mass, galactorrhoea and breast discharge. The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (total hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the intraductal papilloma of breast had resolved. At the time of the report, the pelvic pain, device dislocation, abdominal pain, allergy to metals, hypersensitivity, amenorrhoea, headache, swelling, chest pain, dizziness, acrochordon, dyspepsia, respiratory tract infection, patellofemoral pain syndrome, gastroenteritis, tinea versicolour, vertigo positional and procedural pain outcome was unknown. The reporter considered abdominal pain, acrochordon, allergy to metals, amenorrhoea, chest pain, dizziness, dyspepsia, gastroenteritis, headache, hypersensitivity, intraductal papilloma of breast, patellofemoral pain syndrome, pelvic pain, procedural pain, respiratory tract infection, swelling, tinea versicolour and vertigo positional to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepant information: essure insertion: 2012 and (B)(6) 2013. Post removal surgery evolution: satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive for nickel sulfate at 48h (++) and 96 h (+++); negative for the rest of the tested materials. Cytology - in 2017: negative results. Gynaecological examination - on (B)(6) 2019: normal external genitalia and vagina, well epithelized cervix, not painful on mobilization. Not palpable pathology in uterus and ovaries. Laparoscopy - on (B)(6) 2019: normal uterus and ovaries. Rest of pelvic and abdominal cavity without findings. Pathology test - on (B)(6) 2019: chronic tubal inflammation focal points are isolated. Left paratubal cyst. Late proliferative endometrium, nabothian cyst. Scan - on (B)(6) 2014: no significant ultrasound findings. An ultrasound of both breasts is performed, and no solid or cystic nodules are currently observed. Ultrasound breast - on (B)(6) 2014: no solid or cystic nodules currently observed; on (B)(6) 2019: suspected malignancy: false -type request le: diagnostic -projection le: not informed -le laterality: both -reason scan le: bilateral nipple discharge bilateral nipple discharge in a non-lactating woman. No fever. Axillary or supraclavicular lymphadenopathy not palpated. No breast nodules. Patient has breast implants -ID pic origin le: (B)(4) -card: consultation/first technique - ultrasound scan of both breasts is performed with a high-frequency linear probe. Normally positioned prosthetic breasts without signs of rupture: a homogeneous distribution of fibro glandular tissue showing some micronodules, probably millimetric cysts (3.5 mm infero-external quadrant of the left breast and 5 mm super-internal quadrant of the left breast). There are no other solid or cystic nodules, no areas of poor acoustic transmission or parenchymal distortion. No lymphadenopathy. Some axillary millimetric and morphologically normal ganglia are found. Radiological diagnosis: birads-2. Ultrasound scan - on (B)(6) 2019: left essure clearly seen at the level of the horn. Right essure is seen at the level of the right horn without seeing its uterine component. 30 mm normal right annex. 28 mm normal left annex. Annexes description: left ovary: scan shows 29x27 mm haemorrhagic corpus luteum. X-ray of pelvis and hip - on (B)(6) 2019: pelvic x-ray scan (2 projections): essure device is observed in the pelvic cavity. Both essures are observed. Isolated fragment of left essure next to it. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('isolated fragment of left essure at x-ray'), device dislocation ('essure device observed in pelvic cavity') and intraductal papilloma of breast ('papilloma on her left breast removal') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea on (B)(6) 2010, nontoxic multinodular goitre in 2008, eczema (upon contact with costume jewelry for many years), thyroid nodule (cytology results are benign. Normal thyroid function. Treatment: - patient does not require treatment by us. - review of thyroid function will continue with primary care doctor. Consider performing a new ultrasound control in 2-3 years according to the clinical situation), smoker (20 cigarettes/day), parity 2 (eutocic deliveries) and multigravida. No relevant past medical-surgery history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2011. Concurrent conditions included mammoplasty since 2014. In 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced amenorrhoea ("amenorrhoea / secondary amenorrhoea"). On (B)(6) 2013, the patient was found to have acrochordon ("pendulum fibroma"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced headache ("headaches") and vertigo positional ("benign paroxysmal positional vertigo"). On (B)(6) 2015, the patient experienced respiratory tract infection ("acute respiratory infection"). On (B)(6) 2016, the patient experienced gastroenteritis ("non-specific infectious gastroenteritis"). On (B)(6) 2017, the patient experienced tinea versicolour ("pityriasis versicolor (tinea versicolor)"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("nickel sulphate allergy"), hypersensitivity ("allergic reaction"), swelling ("swelling"), chest pain ("chest pain"), dizziness ("dizziness"), patellofemoral pain syndrome ("chondromalacia patellae") and procedural pain ("acute post-surgical pain") and was found to have intraductal papilloma of breast (seriousness criterion medically significant) with breast mass, galactorrhoea and breast discharge. The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (total hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. In 2019, the intraductal papilloma of breast had resolved. At the time of the report, the pelvic pain, device dislocation, abdominal pain, allergy to metals, hypersensitivity, amenorrhoea, headache, swelling, chest pain, dizziness, acrochordon, dyspepsia, respiratory tract infection, patellofemoral pain syndrome, gastroenteritis, tinea versicolour, vertigo positional and procedural pain outcome was unknown. The reporter considered abdominal pain, acrochordon, allergy to metals, amenorrhoea, chest pain, device breakage, device dislocation, dizziness, dyspepsia, gastroenteritis, headache, hypersensitivity, intraductal papilloma of breast, patellofemoral pain syndrome, pelvic pain, procedural pain, respiratory tract infection, swelling, tinea versicolour and vertigo positional to be related to essure. The reporter commented: discrepant information: essure insertion: 2012 and (B)(6) 2013. Post removal surgery evolution: satisfactory. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive for nickel sulfate at 48h (++) and 96 h (+++); negative for the rest of the tested materials. Cytology - in 2017: negative results. Gynaecological examination - on (B)(6) 2019: normal external genitalia and vagina, well epithelized cervix, not painful on mobilization. Not palpable pathology in uterus and ovaries. Laparoscopy - on (B)(6) 2019: normal uterus and ovaries. Rest of pelvic and abdominal cavity without findings. Pathology test - on (B)(6) 2019: chronic tubal inflammation focal points are isolated. Left paratubal cyst. Late proliferative endometrium, nabothian cyst. Scan - on (B)(6) 2014: no significant ultrasound findings. An ultrasound of both breasts is performed, and no solid or cystic nodules are currently observed. Ultrasound breast - on (B)(6) 2014: no solid or cystic nodules currently observed; on (B)(6) 2019: suspected malignancy: false -type request le: diagnostic -projection le: not informed -le laterality: both -reason scan le: bilateral nipple discharge bilateral nipple discharge in a non-lactating woman. No fever. Axillary or supraclavicular lymphadenopathy not palpated. No breast nodules. Patient has breast implants -ID pic origin le: (B)(4) -card: consultation/first technique - ultrasound scan of both breasts is performed with a high-frequency linear probe. Normally positioned prosthetic breasts without signs of rupture: a homogeneous distribution of fibro glandular tissue showing some micronodules, probably millimetric cysts (3.5 mm inferoexternal quadrant of the left breast and 5 mm superinternal quadrant of the left breast). There are no other solid or cystic nodules, no areas of poor acoustic transmission or parenchymal distortion. No lymphadenopathy. Some axillary millimetric and morphologically normal ganglia are found. Radiological diagnosis: birads-2. Ultrasound scan - on (B)(6) 2019: left essure clearly seen at the level of the horn. Right essure is seen at the level of the right horn without seeing its uterine component. 30 mm normal right annex. 28 mm normal left annex. Annexes description: left ovary: scan shows 29x27 mm haemorrhagic corpus luteum. X-ray of pelvis and hip - on (B)(6) 2019: pelvic x-ray scan (2 projections): essure device is observed in the pelvic cavity. Both essures are observed. Isolated fragment of left essure next to it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.